Event description:
Resulting in the string being inaccessible for removal, tampon- vagina [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort] tampons have been backwards in the applicator, resulting in the string being inaccessible for removal. Uncomfortable [complication of device removal] tampons have been backwards in the applicator [device physical property issue] case narrative: consumer reported via email that the tampons were backwards in the applicator. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.